Event description:
It was reported that the device was explanted after implant due to aortic insufficiency observed on the post op tee. The physician surgeon provided a copy of the patient's post op tee.

Manufacturer narrative:
Evaluation results: valve was received with serrated marks on all leaflets. On leaflet one: 5 mm from commissure one, 2 mm and 6 mm from commissure two. On leaflet two: 2 mm from commissure two, 1 mm, 2 mm and 4 mm from commissure three. On leaflet three: 1 mm, 2 mm and 3 mm from commissure three. Surface damage/cuts were also observed on two of the leaflets. Cuts/surface damages were noted on leaflet two and three, each 1 mm in length. The sewing ring was cut near commissure two. No visible inconsistencies were noted in the x-ray. Valve was sent to r&d for functional testing. Results: no visible inconsistencies observed. The device is being sent to edwards' r & d department for further evaluation. Echo review results: provided by edward's independent consultant: impression - after the first pump run, there is a bioprosthesis in the aortic position with associated aortic regurgitation. Aortic regurgitation appears to be of paraprosthetic origin, originating near the commissural post between the right and left coronary cusps; and is probably moderate in severity. The bioprosthesis appears otherwise normal as visualized.